Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for postlaminectomy pain. Information was reported that the patient¿s ins ¿doesn't seem to be working well¿. When asked further, hcp did not have detailed information about the patient¿s ins and symptom relief over the time of implant. She believes the system is not addressing the patient¿s issue. The hcp stated the patient is having lumbar fusion and the hcp wanted to know if we recommend ins/system removal. It was reviewed no mandates in labeling, doctor¿s discretion and if the system remains in place we would want to discuss cautery. The hcp also stated the patient has had multiple fusions with at least one occurring before ins system was placed. The hcp stated they plan in this next procedure to ¿underact the l2 and l3¿ area and totally fuse between l3-s1 and redo the fusion hardware. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Fdd code (B)(4) is no longer supported due to new information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: she stated that there were no device issues. She was merely asking questions whether if patient needed any further surgeries on the other body areas, do the devices need to be explanted? If so, if they wanted the devices re-implanted, will the patient have to do a trial again before getting a permanent implant. She stated again that there were no device issue, she was just getting some information. Her job is to gather all the information for these kinds of matter. She does not keep any patient records therefore she has no information on what patient's weight was or what is their current status. She had no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.